Event description:
Child presented to the emergency dept with seizures and compromised airway. After successful intubation, pediatric resuscitator bag obtained. The fitting of the bag would not fit over the end of the endotracheal tube. Second bag obtained with same difficulty. Adult bag used to ventilate child temporarily without adverse event. Upon inspection, the pediatric bag fitting was smaller than the standard 15 mm and the fitting was not round as is necessary for connection to a round endotracheal tube. No adverse effect to the pt. No add'l change in intervention after appropriate ventilation begun.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inadequate quality assurance, other. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.